Manufacturer narrative:
H.6. Investigation: investigation summary: bd had performed a technical evaluation of the customer's sedi-40 instrument. It was determined that the tube holder cover was broken. The cover was repaired and upon completion of the instrument evaluation, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report. Investigation conclusion: based on the evaluation of the customer's instrument, the indicated failure mode for a broken tube holder cover was observed. Root cause description: a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd¿ sedi-40 had the plastic part holding tubes was broken and some of broken parts were in the analyzer.

Event description:
It was reported that bd¿ sedi-40 had the plastic part holding tubes was broken and some of broken parts were in the analyzer.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site; therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). Medical device expiration date: n/a. Device manufacture date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ sedi-40 had the plastic part holding tubes was broken and some of broken parts were in the analyzer.